Manufacturer narrative:
Unique device identifier (UDI)- (B)(4). Certas valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10 unique device identifier (UDI) - (B)(4). Device history record (DHR)- review for product code 82-8804 was not possible as the lot number was not known. Failure analysis- the position of the cam when valve was received was at setting 3. The valve was visually inspected, siphon guard was received separated from the valve, needle holes in the needle chamber were also noted. The root cause for the issue reported by the customer is due to the impact from the patient hitting his head this would cause the silicone housing to split. As noted in the instruction for use (IFU): silicone has a low cut/tear resistance.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a fractured certas valve: the valve was implanted via v-p shunt on (B)(6) 2017 (initial setting unknown) on (B)(6) 2020: the patient hit its head. No symptoms were observed. On (B)(6) 2020: a 3d CT image was performed, and it was found that the sg was fractured. Setting was 2. No symptoms were observed. The patient was followed up. On (B)(6) 2020: the patient hit its head again. And it was found that the sg was still fractured. No symptoms were observed. The valve will be replaced, no details provided on estimated date of replacement.